Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of low voltage was recorded. No other suspicious faults or resets were noted. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, the device was found at battery capacity depleted (bcd) after the recorded code 1003. Boston scientific technical services (ts) recommended device replacement as soon as possible. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, the device was found at battery capacity depleted (bcd) after the recorded code 1003. Boston scientific technical services (ts) recommended device replacement as soon as possible. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, the device was found at battery capacity depleted (bcd) after the recorded code 1003. Boston scientific technical services (ts) recommended device replacement as soon as possible. This ICD was explanted and replaced. No additional adverse patient effects were reported.